Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, an exact cause of the reported event cannot be determined. The advance capsule endoscope delivery device IFU states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly. (Moving the finger rings away from the thumb ring is open, moving the finger rings towards the thumb ring is closed). Observe that the deployment cable moves in and out. Note: the finger rings do not advance the full length of the handle shaft. If this unit does not function properly, do not use this product and please contact your local product specialist. Pass the catheter through the endoscope's accessory channel using short strokes (1" -1.5" length is recommended to avoid sheath kinking). Remove capsule cup from the small bag. Hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection. Hold the finger ring handle in a closed position. Push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." Steris conducted in-service training with user facility personnel on the proper use and operation of the advance capsule endoscope delivery device. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A three-year complaint review indicates this to be an isolated event . No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5174257 that during a patient procedure the handle of their advance capsule endoscope delivery device "broke" while attempting to deploy the pill capsule. User facility personnel were able to successfully slide the handle back in place to deliver the pill capsule. The patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
Our investigation is in process; the device will be returned for evaluation. A follow-up report will be submitted once the evaluation is complete.